Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "wound team reported to risk management that the defected product is creating stage 3 and 4 pressure injuries." It was stated this occurred with 9 devices. This report addresses the second device.